Event description:
The customer reported via phone call that the insulin pump had air bubbles in the reservoir and tubing. The customer confirmed that the insulin was stored at room temperature and that the device is not rewound with the reservoir in place. Blood glucose level was 165 mg/dl at the time of the incident. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.